Manufacturer narrative:
The device will not be returned for investigation due to no patient identifier provided. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A medwatch report was received stating the patient had experienced loss of consciousness due to a hypoglycemia event. The patient reported earlier in the day, she had been experiencing asymptomatic hypoglycemia, with glucose levels in the 50 mg/dl range according to her cgm (continuous glucose monitor). She reported going to her hcp's (health care provider's) office for confirmation of her blood glucose with a blood glucose meter. Upon arrival to the hcp's office, the patient reportedly lost consciousness. Blood glucose levels had declined to 40 mg/dl. The patient received treatment by paramedics; however, details of the specific treatment received were not provided. Transport to the hospital for further treatment was not required.